Event description:
A malfunction was reported on the pump, which was exposed to water for less than 15 minutes prior to the issue occurring. There was no available information regarding the impact on the customer¿s blood glucose level, specifically whether it exceeded 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and a replacement pump with updated software was sent. The customer acknowledged instructions on returning the malfunctioning pump to tandem and how to manage the replacement.